Event description:
A company representative reported that the tip of a chesapeake tapered driver fractured during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text: device discarded by user.

Event description:
A company representative reported that the tip of a chesapeake tapered driver fractured during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.